Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, specifically showing a static fill estimate of 175 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can occur due to a large variance in the measured pressures used to calculate the insulin remaining and assured that once the displayed amount equals the actual remaining insulin, the estimate will resume counting down normally. The caller understood and acknowledged the explanation.